Event description:
It was reported that during a procedure, the anchor t2 was premature deployed. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. The needle is bent. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device instructions for use warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.